Manufacturer narrative:
UDI number: (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The clinical observation was confirmed. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25mm aortic valve, implanted for three (3) years, eight (8) months, underwent a valve-in-valve procedure due to severe aortic stenosis and regurgitation. Patient presented with diastolic heart failure. A 26mm transcatheter valve was successfully place requiring fracture of the old bioprosthesis with a 28 true dilation balloon. Peak and mean gradients are the completion of the procedure were 14 and 8, with no well perivalvular leak. Patient was transferred to the intensive care unit. Patient was discharged.

Manufacturer narrative:
H10. Additional manufacturer narrative: added correct h6 result code. H11. Corrected data. Conclusion code 4310- cause cannot be traced to device - previously reported is not applicable after re-review of file.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.